Manufacturer narrative:
It was reported that the surgeon was performing a shoulder surgery and using the yankauer as a retractor during the case. The facility reported that the tip of the yankauer broke off and the staff was not able to locate the tip. Numerous attempts have been made to attempt to contact the facility to obtain additional information related to the incident with no response. The base of the device was returned for evaluation and showed 1 ½ inches had broken off of the shaft. The damage was from the tip down the shaft before the angled bend. The break was irregular and jagged indicating the break was caused by force or trauma. No additional information is available. Due to the reported incident and in abundance of caution this medwatch is being filed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of a yankauer device broke off during a procedure.